Manufacturer narrative:
The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified wear abrasion, fold creases, a linear opening, and yellow particles. A leak test was performed and found one opening. A microscopic analysis identified a curved(sharp) opening on anterior side assessed as unidentified(tear) opening. A dimension measurement of the shell was performed which identified the thickness to be within specification, and a nick. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a sharp opening assessed as unidentified(tear) opening.

Event description:
Health professional reported left side deflation. Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.